Event description:
A malfunction was reported on the pump by the customer. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs.